Event description:
In august 2004 the patient contacted lfs alleging that their one touch ultra meter was powering off during use. The patient reported that they had been unable to test for approximately 2 months. They had been experiencing a headache sometime during the two months and had decided to go to the ER. A result of 271 mg/dl was obtained on the ER meter. They were treated with motrin and released within 1 hour. They were prescribed glucovance, as they had not filled their prescription for several months prior to the incident. They explained that they had stopped taking medication, since they had run out. The customer service representative confirmed that the battery was correctly installed, the battery had been replaced less than 1 year ago, and the battery contacts were in good condition. The csr educated the patient on the automatic shutoff. During troubleshooting the meter did shut off before the time was up. Patient's meter, test strips, and control solution were replaced.